Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Broken condition confirmed. Visual examination of the samples found the tubing broken at the junction of the luer post. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate sv 100 device was observed by the patient to have the end of the tubing disconnected from the intermate. This was observed before use; there is no report of patient injury or medical intervention. No additional information is available.